Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional who reported that the patient has recurrent infections and has it once again today and significant instability. They also reported at the device was causing some pain down the right leg and the device was turned off and that patient has a follow up appointment in four weeks for reprogramming. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient had device for bladder. Patient reported that the device had never helped with their bladder and that it made it worse than it was before they got the device and that it looked like "the bowel opening" was staying open most of the time and not closing. She also reported that they were not able to make it to the bathroom and had worse than "dribbles (regarding incontinence). Patient also reported that they had a cold and diarrhea. Patient also stated that when they are pulling up their settings, she felt a shocking sensation at the implant site but resolved when turn it down. Patient also reported stimulation at the implant site. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.